Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead pulled back. The right ventricular (rv) lead dislodged. The ra lead had the slack put back in and the rv lead was repositioned. Both leads remain in use. No patient complications have been reported as a result of this event.